Event description:
It was reported that after insertion of the iab, blood leakage was noted at the bifurcation. The catheter was immediately clamped, and the catheter was removed and replaced. There were no pt complications.